Manufacturer narrative:
The investigation was completed on (B)(6) 2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 50000131 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Initially, it was reported that the dilator could not easily advance through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium valve due to a possible mechanical defect in the valve. It was unknown if the event occurred during sterile processing, field inspection or during internal service activities such as calibration. No patient consequences were reported. Additional clarification was requested on the event. With the information available, the event was assessed as not MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. Additional information was received on (B)(6) 2023. The resistance did not result in any damage to the sheath. There was resistance when trying to put the dilator into the sheath. The resistance did not result in any damage to dilator. There was a physical deformation on the valve. The hemostatic valve was apparently broke/deformed. It did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. The additional information stating that the hemostatic valve was apparently broke/deformed was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable issue is (B)(6) 2023.

Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).